Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the facility for investigation. Signs of clinical use were observed. There was no blood detected on the device. The silicone coating on both the hot and cold jaw were intact with no signs of peeling or cracks. It was revealed that the heater wire is slightly flexed in the center while remaining attached at the tip and base of the hot jaw. There were no further visual defects detected. A mechanical evaluation was conducted. The toggle was manipulated several times in order to observe the mechanical function of the jaws. The jaws opened and closed with no difficulties or malfunctions. Upon closing the jaws, the jaws were observed to be perfectly aligned with no abnormalities. Based on the returned condition of the device, and the results of the investigation, the reported failure "mechanical issue" is not confirmed, however the analyzed failure "material twisted/bent; wire" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro jaws did not line up out of the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro jaws did not line up out of the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.